Event description:
It was reported that in the patient's room a blood leak was found around the insertion site. The clinician applied pressure to the site to stop the bleeding. Approximately one hour later, the blood leak occurred again. This time, the clinician found that the leak was coming from the area around the suture wing of the injection hub. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).